Manufacturer narrative:
Approximate age of device - 5 years, 6 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient exchanged out their system controller in response to receiving a low flow alarm while in bed. During a clinic visit later that day, pump stoppages occurred while the vad was connected to a power module using a normal patient cable. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed multiple low speed operations and pump stoppages on (B)(6) 2018. Internal x-ray images submitted for review revealed two areas of concern and a little wear and tear near the end of the distal end bend relief. The customer reported that the patient was sent home with a loaner power module and an ungrounded patient cable for use while on power module support. The patient was advised not to connect the vad to the mobile power unit (mpu). On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post driveline replacement, the vad was connected to a normal patient cable and the alarms did not return. The patient was discharged home and advised to continue using the ungrounded patient cable and battery power until analysis of the percutaneous lead was completed. No additional information was provided.

Manufacturer narrative:
Although the reported pump stop event was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple pump stoppage events between 2:31 am and 12:58 pm on (B)(6) 2018. Each of the events occurred while the system was operating on the power module. The approximately 16 inches segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline found moderate shield breakdown approximately 2.5 inches and 10.25 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. No further information was provided. The manufacturer is closing the file on this event.